Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 90% stenosis in the proximal left anterior descending artery (lad) extending to the middle lad was treated with pre-dilatation and placement of 2.50x12mm study stent. Post deployment of the study stent grade a dissection was noted. The dissection was treated with placement of another 3.00x38 mm study stent. The patient was discharged on dual anti-platelet therapy. As per investigator, the coronary artery dissection does not qualify as a reportable event and is not related to the index procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12111. (B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2017, clinical status assessment indicated the patient's qualifying condition as stable angina and was subsequently referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was a long lesion located in the proximal left anterior descending (lad) extending to middle lad artery with 90 % stenosis and was 40.0 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 38 mm and 2.50 x 12 mm synergy¿ stents. Following post-dilatation the residual stenosis was 0%. Post index procedure, grade a dissection was noted following the treatment of the target lesion. In response to the event, interventional procedure was performed. On the following day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Outcomes attrib. To ae and describe event or problem updated. (B)(4).

Event description:
It was further reported that the vessel dissection was caused by the 3.00 mm x 38 mm synergy drug-eluting stent (des) and not by the 2.50 x 12 mm synergy des as what was previously reported. Furthermore, in (B)(6) 2017, the patient was hospitalized. Two days after the procedure, the patient was discharged.